Event description:
It was reported the patient received inappropriate therapy due to a suspected episode of rapid ventricular response. An apparent discrepancy between the programmed vt timeout setting was also noted. The device was reprogrammed. The patient was well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.